Manufacturer narrative:
Findings: no unexpected excess no delivery alarms noted during testing. Passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 541 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin pump alarmed another rno delivery. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.